Event description:
It was reported the patient had an increase in spasticity that occurred prior to a motor stall. A dye study was performed (on (B)(6) 2014) in response to the increase in spasticity and results were normal. An unknown caused motor stall occurred on (B)(6) 2014 was reported. The patient was currently in the hospital with baclofen withdrawal. The healthcare professional (hcp) requested the pump be interrogated. Upon interrogation, a motor stall was noted on (B)(6) 2014 due to an MRI. A stopped pump may exceed tube set message was noted on (B)(6) 2014 and a motor stall recover was noted on (B)(6) 2014 (prior to pump interrogation). The hcp had considered a pump replacement but cancelled it due to the stall recovery. It was noted the patient had not recovered and the symptoms/issue was ongoing. It was noted the cause of the motor stalls were "probably" cause by mris and when asked if it was determined if the motor stalls were related to the spasticity/withdrawal the answer was "unlikely". The medication in the pump was baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8591-38, lot# d30677, implanted: (B)(6) 2012, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).